Manufacturer narrative:
(B)(6). Please note that the device involved is a saber pta balloon catheter but the exact catalog and lot numbers are not currently available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty (pta) of an unspecified lesion, a saber pta balloon catheter of unknown size ruptured. It was replaced with another balloon "one size up" to complete the procedure. During the procedure, the physician felt something abnormal with a pressure of an indeflator and it was confirmed that the balloon ruptured at unknown inflation pressure as blood was observed in the balloon.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) of an unspecified lesion, a saber pta balloon catheter of unknown size ruptured. It was replaced with another balloon ¿one size up¿ to complete the procedure. During the procedure, the physician felt something abnormal with the pressure of the indeflator and it was confirmed that the balloon ruptured at unknown inflation pressure as blood was observed in the balloon. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The reported ¿balloon burst - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a DHR could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.